Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery, off no power alarms noted. Unit alarmed motor error during basic occlusion test and unable to prime during prime test due to loose drive support disk. Motor was tested outside the device and passed. Unable to complete functional test due to prime anomaly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was 113 mg/dl. Customer stated they are unable to exit the preparing to prime loop. Customer was advised to hold down act until they receive 2nd series of beeps and or numbers appear on the display. Customer stated they received 2nd series of beeps. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.